Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. On the evening of 09/16, the patient was brought to a medical center by her husband since she was already showing symptoms of dka (vomiting constantly, chest pain and elevated heart rate). The cgm reading was around 200 mg/dl when she experienced the symptoms and was not able to check with a bg at home. When they arrived in the hospital the cgm was reading 219 mg/dl and bg was 520 mg/dl. Pt was treated with potassium phosphate and electrolyte, insulin via injection based on the bg. The patient was admitted until (B)(6) 2025. The patient was okay at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. When the patient showed symptoms of dka, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.